Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, the edge of the stent struts was found to be lifted. The procedure was completed with a different device. No patient complications were reported.